Manufacturer narrative:
(B)(4). This device was not approved for use with a power injector; therefore, the cause of the defect was human - use error. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample arrived primed with an extension set attached. Visual inspection showed that the spike and drip chamber had been cut away from the primary and that the septum is missing from the bottom y-site. The product label was reviewed and it was found that there is no statement approving the device for use with power injectors. The reported problem is confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set septum blew out of the y-site. It was reported an unknown pressure device was used with the product. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.